Event description:
It was reported via the implant patient registry that a 3300tfx 21mm bioprosthetic aortic valve, implanted for four (4) years, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 21mm inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Manufacturer narrative: updated sections: d9, h2, h3, h6 type of investigation. H3: customer reports of stenosis, calcification, and pannus were confirmed. X-ray demonstrated wireform intact, moderate calcification on leaflets 1 and 3, and a calcification nodule on leaflet 2. Extrinsic calcific deposits were observed on the outflow surfaces of leaflets 1 and 3 near commissure 1 and fused the two leaflets by approximately 7mm. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect and 4mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple sutures remained attached to the sewing ring around leaflets 1 and 3. Sewing ring was cut around leaflet 2 near commissure 2. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: updated section: d4 expiration date, and h4.

Manufacturer narrative:
Updated sections b5, b7 and h6 codes (component codes; device code(s); type of investigation; investigation findings; investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors associated with the patient age of 9 years, which is outside the intended patient population. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that the patient underwent a double redo valve replacement. The 21mm 3300tfx aortic valve, implanted for four (4) years, was explanted due to progressive aortic valve stenosis. The device was noted to be severely calcified, also with ingrowth of pannus over the valve. The explanted device was replaced with an 21mm 11500a valve. The patient also underwent redo-pulmonary valve replacement. At the completion of the procedure, excellent hemodynamic performance with no left ventricular outflow tract obstruction or truncal (aortic) valve regurgitation. No evidence of right ventricular outflow tract obstruction.